Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain, cervical radiculopathy and lumbar radiculopathy. Information was reported that the patient said that her intensity levels on her remote are lowering themselves. The patient said she will put the amplitude to a point that's comfortable for her, but then when she tries to go look at the amplitude again, it will be lowered. The patient mentioned that the controller has been acting real funny because it will changed the amplitude without her changing it. The patient said this is the third time this has happened and the intensity had changed down to 0.7, but her doctor's office had told the patient that it could be in her head. The patient then wanted to know if the battery of her controller would need to be replaced and if that's why the stimulation was going up and down. The patient then said that she has had her settings changed five times since the implant for optimal therapy relief and she call the stimulation heat because she feels heat from her foot to her knee and to her arm. The patient said she has been giving different settings to try to give her optimal therapy relief and she wanted to know if all the setting changes could cause her implant change the settings without her changing them. The patient said she is getting to a point where she does not know if she made the right decision of getting the implant and if it is working correctly or not. The patient then stated she will know by the afternoon if she has to adjust her settings or not. The patient was walked through turning off her adaptive stimulation (as) as she did not want it on anymore. No further complications were reported. No additional patient symptoms were reported.